Manufacturer narrative:
A2 corrected - mistakenly not updated in the previous report submitted.

Event description:
The manufacturer received additional information reporting that the patient underwent a coronary artery bypass, mitral valve repair with a 32mm annuloflex ring and atrial appendage ligation. Weaning from bypass was uneventful. There was no complications during the procedure. Despite it was reported that a 34mm annuloflex ring was explanted on (B)(6) 2021, there is no reference to this device in the operational notes received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation is possible at this time. Based on the available information, there is not enough evidence to suspect a device malfunction or adverse event associated with the annuloflex 34mm ring. Given that no reference is indicated in the operational report received, and since the patient ultimately received an annuloflex ring of a different size, the root cause of the reported event can be attributed to a device mi-sizing. Should the manufacturer receive further information in the future, an update to this reporting activity will be provided.

Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, there were 2 mitral repair ring devices (annuloflex af-832 and af-834) associated with the patient. Based on additional information on 15 jul 2021 an annnuloflex af-834 was implanted and explanted and ultimately an af-832 ring was implanted. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.